Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose level. Customer¿s blood glucose level was 28.4 mmol/l. Customer reported that sensor was not communicating with the insulin pump. The customer declined to troubleshoot for testing the device. The insulin pump will not be returned for analysis.